Event description:
It was reported that the patient had no stimulation and stimulation in the wrong location for an unknown duration. The target area was the back of both legs. The patient was only getting stimulation on the front of the left leg. The implantable neurostimulation only was replaced to address the issue. The issue did not resolve following ins replacement. Reference MFR report #3004209178200902661 for information following the replacement.